Event description:
It was reported that (1) ems was used during a laparoscopic hernia procedure. It was reported by the rep that the stapler would not fire any staples. A new ems had to be opened to finish the case. There was no consequence to pt.